Event description:
User received one pt with discrepant phenobarbital results. On (B)(6)2009, initial result gave 47.3 ug per ml which was reported. On (B)(6)2009, the sample was repeated twice after changing to a new lot of reagent giving 19.1 and 21.8 ug per ml. The sample was repeated a third time using the old reagent lot giving 23.5 ug per ml. A corrected report was issued. On (B)(6)2009 a new sample was obtained from the same pt which initially gave 63.0; repeated twice in a micro cup giving 20.7 and 28.2 ug per ml - sample was found to be clotted. A plasma sample obtained from the same pt was tested giving 59.8 ug per ml which matched initial result prior to clotting. User stated samples from this particular pt appear to clot even after being spun down, and all of the problematic results for this pt were from clotted specimens. There was no treatment or deleterious effect on the pt from the result reported. Pt not adversely affected.

Manufacturer narrative:
The field service representative determined the cause to be clotted pt sample. He ran a check b & c test with results within specification. He also ran a different pt sample a second time for phenobarbital with the result matching initial result run previously for this same pt sample. Additionally to verify analyzer performance he ran controls and continued running pt samples with no other discrepant results or errors noted.